Event description:
It was reported to philips that the device's select smart key not functioning. There was no patient involvement.

Manufacturer narrative:
Philips received a complaint on the 866199 (efficia dfm100 defibrillator monitor) indicating that the smart key (smart select knob) is not functioning. The event was outside of use and there was no reported patient nor user harm. Available details indicate that the smart key (smart select knob) is not functioning. It is determined the assembly code board is faulty. Replacement part (assembly code board 2.1) was ordered and sent to the customer. The faulty assembly code board is expected for return. The complaint will be processed for closure. If the product is returned or additional information is received the complaint will be re-opened and re-evaluated accordingly. Device remains at the customer site. Based on the information available and the testing conducted, the cause of the reported problem was faulty assembly code board. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed and the potential severity of s3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. Replacement component sent to the customer to resolve the issue. It has been concluded that no further action is required at this time